Event description:
Country of complaint: (B)(6). During an l4s5 interbody fusion, the screw driver broke and small fragments went into the soft tissue. All fragments were removed from the patient. Surgical delay: 30 minutes. Surgeon indicates the instrument did not fit properly for the purpose of use.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: material ((B)(4)) and harness ((B)(4)) correspond to the valid specifications. There are no indications of material or product deviations. The breakage occured due to mechanical overloading.